Manufacturer narrative:
Continuation of concomitant products: product ID 3389s-40 lot# unknown serial# unk implanted: unk explanted: unk. Product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown, ubd: , UDI#: unk.

Event description:
It was reported that the patient's right lead was removed in 2015 due to infection and that lead was poking through patient's head. The healthcare provider (hcp) is hoping to do MRI in order to plan for re-implant. Troubleshooting was not required. The issue was not resolved through troubleshooting.